Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the reservoir was unable to be placed at the time of initial implant and a re-surgery was performed to place a new reservoir.